Event description:
It was reported to boston scientific corporation that a rotatable snare was used to remove a small polyp in the colon during a colorectal polypectomy (cold) procedure performed on (B)(6) 2025. During the procedure and inside the patient, a puncture and ablation problem occurred due to a mechanical problem. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6:imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation results the returned rotatable snare was analyzed, and a visual evaluation noted that the device was returned without any visible problems. Functional inspection was performed, and the device was extended and retracted, manually looping the working length twice in the hand. The device was able to extend properly. Electrical and continuity testing was performed, and the device was found within specification. No other problems with the device were noted. The reported event of loop unable to cut was not confirmed. Upon analysis, the device was returned undamaged and showed no evidence of any defect that could have contributed to the reported event. Additionally, since the device cannot be functionally tested under anatomical or procedural conditions, the most probable root cause of this complaint is classified as "no problem detected."

Event description:
It was reported to boston scientific corporation that a rotatable snare was used to remove a small polyp in the colon during a colorectal polypectomy (cold) procedure performed on (B)(6) 2025. During the procedure and inside the patient, a puncture and ablation problem occurred due to a mechanical problem. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.